Manufacturer narrative:
Evaluation complete-final report.

Event description:
On 9/26/96 a pt complained of abdominal pain and urine gave a weak positive result. The pt's last menstrual period was 8/25/96 and menstruation began on 9/25/96. The dr did a scan which showed an ovarian cyst and the pt was operated on. She was not pregnant. The dr thought the pt's period was normal and not the result of a spontaneous abortion.